Event description:
Additional information was received that this device was explanted shortly after the premature battery depletion was noted. At the time of the replacement, the patient was upgraded to a cardiac resynchronization therapy pacemaker (crt-p). No additional adverse patient effects were reported.

Event description:
Boston scientific received information that this device had declared less than six months of longevity remaining. The caller did not have any details regarding device programming. No adverse patient effects were reported.

Manufacturer narrative:
A boston scientific technical services consultant recommended a download of the device date be performed for evaluation. The caller stated that the physician is considering a device upgrade for this patient and the download may not be required. No other adverse events have been reported. This product issue will be updated if additional information is received.

Event description:
-----

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. This product issue will be updated if additional information is received .

Manufacturer narrative:
The device was subsequently returned for testing and is being evaluated in our post market quality assurance laboratory. This product issue will be updated when device analysis is complete.

Manufacturer narrative:
The device was explanted. No further information is available. This report will be updated if more information becomes available.